Event description:
It was reported that the patient received inappropriate shocks. The lead was explanted due to high impedance.

Manufacturer narrative:
A fracture of the sensing conductors was found at 11.1cm from the end of the connector pin, consistent with fatigue. This fracture is consistent with the observation from the field of inappropriate shocks.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.